Manufacturer narrative:
(B) (4). The intraocular lens (iol) was received and the diopter measured correct as labeled, 16.0 diopters. Resolution, astigmatism and focal length met all manufacturing specifications. The original implant was replaced with a 19.5 diopter iol to correct the patients unexpected refractive outcome. While we were unable to determine the cause of this event our investigation reasonably suggests it is not manufacturing related.

Event description:
A surgeon reported a patient with an unexpected postoperative refraction following intraocular lens (iol) implant surgery. The iol was removed without complication and replaced with a higher diopter iol.